Event description:
It was reported that when the implant was inserted, it was impossible to remove the implant placement driver tip. The implant was removed with the driver tip stuck in the implant. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: 17 sep 2019. B5: it was reported that when the implant was inserted, it was impossible to remove the implant placement driver tip. The implant was removed with the driver tip stuck in the implant. There was no report of patient injury. D4: expiration date: 22 jun 2023. G4: 17 sep 2019. The reported device was returned for evaluation. Visual inspection of the as returned product identified light damage to the external threads. The implant collar and hex were not damaged. Functional testing of the returned device was performed with a compatible driver tip and no malfunction was identified. The reported condition of an implant that could not be removed from the placement driver tip was not confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A 12 month complaint history review was performed for the reported lot for similar events and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The reported device has been received for evaluation. Investigation has not begun, however. Once investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that when the implant was inserted, it was impossible to remove the implant placement driver tip. The implant was removed with the driver tip stuck in the implant. There was no report of patient injury.